Manufacturer narrative:
.

Event description:
Additional information was received that in late 2014 (early november), patient experienced a gradual increase in seizure activity. Patient's caregiver described tonic seizures with extension and stiffening of the extremities lasting up to 60 seconds. Patient was having 3-4 seizures per day and the use of the magnet was not as effective as it had been in the past. Vns interrogation showed that the battery was near end of service (ifi - yes). During follow-up visits, the caregiver reported that seizures remained frequent, but did respond well to the magnet.

Manufacturer narrative:
Adverse event or product problem, corrected data: adverse event. Initial MDR incorrectly marked product problem. Only adverse event should have been marked. Type of reportable event , corrected data: serious injury. Initial MDR incorrectly marked type of reportable event as malfunction. The type of reportable event should have been marked as serious injury.

Event description:
Additional information was received that the patient experienced increased seizures over the previous few weeks. The seizure frequency is reported to be less than pre-vns baseline. There were no changes to medications or vns settings preceding the increase in seizures. The increase in seizure frequency and intensity was believed to be the result of generator nearing end of service. No product issues were suspected other than the generator nearing normal end of service.

Event description:
It was reported that the vns patient had experienced an increase in seizures over the last few months and recently was having 3-4 seizures per day. Seizures were noted to be more intense than they were at the previous office visit. The episodes consisted of stiff, jerking movements and screaming which lasted approximately 45 seconds. The patient¿s device settings were adjusted. The patient¿s device was tested and showed normal device function. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014 because the device was ¿not working¿. The explanted generator was returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=yes condition. Attempts for additional relevant information have been unsuccessful to date.